Manufacturer narrative:
B5: describe event or problem - updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. It was noted that after preparation, the physician went transseptal, but when the catheter was introduced in the sheath, the sheath kept taking in air from the membrane. After several syringes were aspirated with air, the physician opted to complete the procedure with another sheath. The procedure was completed successfully, and no patient complications were reported. The sheath is expected to be returned for analysis. It was further reported that a starter guidewire was inside the sheath prior to, and/or at the time, the air was observed. No issues were noted during preparation of the sheath. A pump was used for the irrigation of the sheath. The reported air bubbles came from the membrane and were observed in the small flush line of the sheath. The guidewire was positioned in the left superior pulmonary vein (lspv) during the procedure. No air was noted in the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. It was noted that after preparation, the physician went transseptal, but when the catheter was introduced in the sheath, the sheath kept taking in air from the membrane. After several syringes were aspirated with air, the physician opted to complete the procedure with another sheath. The procedure was completed successfully, and no patient complications were reported. The sheath is expected to be returned for analysis.